Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the insertion the trail implant did not remain in the fixed position. Another available part was present and used to complete the surgery. No patient harm was reported. There was a prolonged time of 15 minutes reported. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.